Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter, a known good patient circuit, and the customer's owned sprintpack. The ventilator passed 157 hours of extended tests at customer's settings and the reported issue was not duplicated.

Event description:
It was reported to vyaire medical that the while in use on a patient, the ventilator shut off during transport. The ventilator was running on a sprintpack battery system, and both batteries showed 5 led's indicating a full charge. There was no patient injury associated with this reported issue.